Event description:
On 5/17/16 during review of the patient's programming history, it was found that on (B)(6) 2015, the generator was interrogated and a system diagnostics was performed which changed the patient's settings. The patient's device was re-interrogated but only the normal mode output current was corrected. It was also observed that on (B)(6) 2013 it appears that there was a settings change from an interruption in a system diagnostics test but that there is missing data in the programming history. The patient left the visit at faulted system diagnostics test settings.